Event description:
Pt has als; as his respiratory function declined, he has started on a bipap avaps for nocturnal breathing support. Serial overnight pulse oximetries and data downloads were used to optimize bipap settings for disease progression. Due to disease progression, a cough assist machine and portable suction machine became necessary. We chose to start pt on a vocsn multifunction ventilator. A repeat overnight pulse oximetry now shows that the pt is more hypoxic than when he was on the bipap before. Therefore we attempted to obtain a data download from the vocsn so we could figure out how to adjust the ventilation settings. We were told by the company that the machine is not recording any usage info other than the time used. It is not recording respiratory rate, exhaled tidal volume, inspiratory and expiratory pressures. The company was unable to tell us when or if that data would be available and said they are in the process of doing software upgrades, this is a safety issue. All other brands of noninvasive ventilators (CPAP, bipap, trilogy, etc) record this data so that the physician can make adjustments to the ventilator settings. This is a potentially life threatening issue. FDA safety report ID# (B)(4).